Event description:
It was reported that the patient presented post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator (ICD). No intervention was performed. Patient condition was stable.